Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Product was discarded at the user facility.

Event description:
It was reported by a company representative that a patient had experienced a fractured plate after a procedure. A revision surgery was performed in order to correct the issue.